Event description:
It was reported that the device was explanted after an implant duration of zero days. It was learned (through the operative report, which referred to the mitral valve repair as a short-term solution), that the device was explanted due to an unsuccessful ring repair

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. It was also learned that the patient had another device explanted. A device history record review is currently in process.